Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: samuel, l. T., zuke, w. A., mahmood, s., munim, m. A., alamir, p. B., & brooks, p. J. (2022). Hip resurfacing: a single surgeon u.s. Series with minimum ten-year follow-up. The journal of arthroplasty, s0883-5403(22)00399-0. Advance online publication. Https://doi.org/10.1016/j.arth.2022.04.008.

Event description:
It was reported that on literature review "hip resurfacing: a single surgeon u.s. Series with minimum ten-year follow-up¿ around 9 years after a bhr thr surgery, one patient had a femoral neck fracture after traumatic bike accident. Revision surgery was performed to exchange the head for an anthology stem with a dual mobility insert from s+n (and retained the original bhr cup). The patient outcome and current health status is unknown. No further information is available.

Manufacturer narrative:
Additional information: a2. H3, h6: it was reported that on literature review "hip resurfacing: a single surgeon u.s. Series with minimum ten-year follow-up¿ around 9 years after a bhr thr surgery, one (1) patient had a femoral neck fracture after traumatic bike accident. Revision surgery was performed to exchange the head for an anthology stem with a dual mobility insert from s+n (and retained the original bhr cup). The patient outcome and current health status is unknown. No further information is available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU, historic escalation actions review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be rendered nor can the root cause of the reported failure be determined. However, we cannot rule out the reported traumatic bike accident, as a likely contributory factor. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If additional information becomes available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.